Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The fse was dispatched to the customer site for servicing. A therapy knob and bed rail hook were ordered indicating the parts may have needed replacement; however, the reason for the possible replacement remains unknown. The device was not in use on a patient.